Event description:
It was reported that a user newly initiated on the ilet insulin pump was concerned the pump continued dosing at lower blood glucose values, with glucose not dropping below 86 mg/dl and a brief elevation to 206 mg/dl that subsequently decreased as the system delivered corrections. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no healthcare utilization. Investigation included customer care troubleshooting and education on automated dosing, pump learning behavior, and low-glucose safety actions. Investigation of this case revealed normal device behavior with automated correction for hyperglycemia and suspension of dosing for lows per design. It was concluded that the event was user concern with hyperglycemia cause unclear and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.